Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic area') and genital haemorrhage ('gen. Abnormal bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)/ dysmenorrhea (cramping)"), arthralgia ("joint aches"), urinary tract infection ("uti"), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast infection"), dyspareunia ("dyspareunia (painful sexual intercourse)/ dyspareunia (painful sexual intercourse)"), endometriosis ("reproductive system disorder or condition type of disorder or condition:endometriosis"), abdominal distension ("gastrointestinal or digestive system condition type: bloating"), dysgeusia ("allergic or hypersensitivity reaction type: metallic taste in mouth"), rash ("rashes or skin conditions type: rash"), acne ("rashes or skin conditions type: acne"), feeling abnormal ("neurological conditions or problems type: brain fog,"), mood swings ("hormonal changes describe: mood swings"), anxiety ("psychological or psychiatric problems condition: anxiety/ psych injury"), depression ("psychological or psychiatric problems condition: depression/ psych injury"), tooth disorder ("dental problems/ dental probs"), migraine ("migraines / headaches"), vulvovaginal pain ("vaginal pain"), back pain ("back pain"), allergy to metals ("allergy nickel post-essure"), cystitis ("bladder infection"), urinary tract disorder ("urinary problems"), fatigue ("fatigue"), alopecia ("hair loss"), headache ("headaches"), nausea ("nausea"), uterine prolapse ("prolapse uterus"), hernia ("hernia"), ovarian cyst ("ovarian cysts") and bladder disorder ("bladder problem") and was found to have weight increased ("weight gain / loss specify which one: weight gain"), blood pressure increased ("high blood pressure") and uterine leiomyoma ("calcified fibroids"). The patient was treated with surgery (hysterectomy). Essure treatment was ongoing at the time of the report. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, arthralgia, urinary tract infection, vulvovaginal mycotic infection, dyspareunia, endometriosis, abdominal distension, dysgeusia, rash, acne, weight increased, feeling abnormal, mood swings, anxiety, depression, tooth disorder, migraine, vulvovaginal pain, back pain, allergy to metals, cystitis, urinary tract disorder, fatigue, alopecia, headache, nausea, blood pressure increased, uterine prolapse, hernia, ovarian cyst, uterine leiomyoma and bladder disorder outcome was unknown. The reporter considered abdominal distension, acne, allergy to metals, alopecia, anxiety, arthralgia, back pain, bladder disorder, blood pressure increased, cystitis, depression, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, fatigue, feeling abnormal, genital haemorrhage, headache, hernia, migraine, mood swings, nausea, ovarian cyst, pelvic pain, rash, tooth disorder, urinary tract disorder, urinary tract infection, uterine leiomyoma, uterine prolapse, vulvovaginal mycotic infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date- (B)(6) 2009 and (B)(6) 2014. On unknown date hysterectomy surgery were performed. Plaintiff received treatment for dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),back pain, gen. Abnormal bleed, bladder infection, ,urinary problems, ,uti. As per current document, essure removed? No. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2010: essure confirmation test (unspecified):bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: plaintiff fact sheet received. Events back pain, gen. Abnormal bleed, allergy nickel post-essure, bladder infection, urinary problems, fatigue, hair loss, headaches, nausea, high blood pressure, prolapse uterus, ovarian cysts, hernia and calcified fibroids were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic area') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), arthralgia ("joint aches"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast infection"), dyspareunia ("dyspareunia (painful sexual intercourse)"), endometriosis ("reproductive system disorder or condition type of disorder or condition:endometriosis"), abdominal distension ("gastrointestinal or digestive system condition type: bloating"), dysgeusia ("allergic or hypersensitivity reaction type: metallic taste in mouth"), rash ("rashes or skin conditions type: rash"), acne ("rashes or skin conditions type: acne"), feeling abnormal ("neurological conditions or problems type: brain fog,"), mood swings ("hormonal changes describe: mood swings"), anxiety ("psychological or psychiatric problems condition: anxiety"), depression ("psychological or psychiatric problems condition: depression"), tooth disorder ("dental problems"), migraine ("migraines / headaches") and vulvovaginal pain ("vaginal pain") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (hy). At the time of the report, the pelvic pain, dysmenorrhoea, arthralgia, urinary tract infection, vulvovaginal mycotic infection, dyspareunia, endometriosis, abdominal distension, dysgeusia, rash, acne, weight increased, feeling abnormal, mood swings, anxiety, depression, tooth disorder, migraine and vulvovaginal pain outcome was unknown. The reporter considered abdominal distension, acne, anxiety, arthralgia, depression, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, feeling abnormal, migraine, mood swings, pelvic pain, rash, tooth disorder, urinary tract infection, vulvovaginal mycotic infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date- (B)(6) 2009 and (B)(6) 2014. On unknown date hysterectomy surgery were performed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jul-2019: plaintiff fact sheet was received. Event - injury was deleted. Events added from pfs- dysmenorrhea (cramping), pelvic pain, joint aches, uti, yeast infection, dyspareunia (painful sexual intercourse), endometriosis, bloating, metallic taste in mouth, rash, acne, weight gain, brain fog, mood swings, depression, anxiety, dental problems, migraine headache, vaginal pain, she did not undergo confirmation test. Reporter information were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.